Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a leak in the supply oxygen hose. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A biomedical engineer reported that the hose was replaced to resolve the issue. No other problems were found. The device was operational and in compliance with the manufacturer's specifications. The device was returned to service.

Manufacturer narrative:
E1 reporter phone number - (B)(6).